Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that during an elective ipg replacement, it was discovered that the lead was fractured. As a result the lead was explanted and replaced. Effective therapy restored post- op.